Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced occlusion issues. There was no reported adverse impact to the customer's blood glucose level. Despite multiple attempts, tandem technical support was unable to obtain any further information.

Manufacturer narrative:
Additional information received on (B)(6) 2020 - it was reported that insulin was partially delivered prior to occlusion alarms occurring during bolus deliveries. After the customer cleared the occlusion alarms, the insulin on board feature did not reflect the partial boluses delivered resulting in the customer re-delivering the full bolus amount. Subsequently, the customer's blood glucose decreased to 2-3 mmol/l which was addressed with the customer consuming carbohydrates. Troubleshooting could not be performed as issued occurred in the past. Recommendation was made to consult with healthcare provider regarding diabetes management. Corrected information: b1, h1, and h6 (removed code 2692).